Event description:
The graft was implanted in 1995 to repair a cardiac artery that had been accidentally severed by the surgeon during a cardiac artery blockage repair. A chest x-ray in 2003 found a cardiac artery to be tortuous and calcified. It is not known, at this time, if the calcification and tortuosity is related to the graft, in the area of the graft or is in the same artery as the graft. Patient says they now become light-headed when straightening out from bending over from a standing position. No pain is being experienced by the patient.